Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 29-jan-2022, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving lioresal (500 mcg/ml at 25 mcg/day) via an implanted pump. It was reported that at the patients post-op appointment, the hcp noticed the sutures in back were loose, so the hcp did a beside washout. The patient was not sick and had no signs of infection. The physician was going to continue to monitor the patient. It was noted that the patient was bedridden, and the loose sutures may be from the pressure of the patient lying on them. It was unable to be determined if it was anything else per the pa (physicians assistant). It was indicated that the issue was resolved, and that the hcp had no further information to provide regarding the event. Additional information was received on (B)(6) 2020 which time it was reported that a catheter access port was performed, and it was negative. Additional information was received on (B)(6) 2021 at which time it was reported that the full system was explanted due to infection. There were no plans to re-implant.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a company representative (rep) indicated the hospital currently had possession of the devices and discarded them.